Event description:
The customer's spouse reported that the customer was having difficulty with bolus wizard, instructed spouse to call back with the customer. The customer called back and stated that they feel the bolus wizard is not correct and the paramedics came to their home and treated their blood glucose. The bolus history and bolus wizard is not correct and the paramedics came to their home and treated their blood glucose. The bolus history and bolus wizard were reviewed and found that they are not what they expected to see. The carbohydrates amount is not the same as what was written in the book and there is a bolus that is not logged, also it was mentioned that their manual log, pump and meter are all different, and the date on their glucose meter is approximately two days off.